Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited incorrect interpretation of signal, which resulted in the delivery of inappropriate anti-tachycardia pacing (atp) therapy. The ICD was reprogrammed. There were no patient consequences.